Manufacturer narrative:
Lead: model 3889-28, lot# v121977, implanted: 2008 (B)(6), explanted: na. Programmer: 3037 lot#, serial# (B)(4). (B)(4).

Event description:
It was further reported that the patient did have the device explanted on (B)(6) 2012. The patient was having ongoing pain concerns and was planning to seek another physician.

Event description:
It was reported that the patient's leads were not working. The patient also had pain "in the nerve." The patient had to wear a back brace and take "hydrocodiene" about once a week. The device had been turned off by a company representative in (B)(6) 2011. It had appeared that the unit had "shorted" itself on all 4 leads. Since turning off the device, the pain had subsided, but a pulling sensation remained. The patient planned to have the device removed, but was unsure as to replacing it. Additional information was requested. If additional information is provided, a follow up report will be sent.